Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger would not power on despite correct placement on the charger, use of multiple outlets, and reconnection of the cord, resulting in the device not charging. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included shipment of a replacement charger and restoration of normal charging. Investigation included review of the user¿s account of troubleshooting steps and follow-up verification after replacement. Investigation of this case revealed that the replacement resolved the issue, indicating a malfunction of the original charger. It was concluded that a charger malfunction occurred, with no patient harm and no alerts or alarms reported.